Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that there was a "burr stuck inside" the attachment device. According to the report, the user tried to "get the burr out but it did not work". It was unknown if the device was used in surgery. There were no delays to a scheduled surgical procedure; the facility did not know if a spare device was available. It was unknown if injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.